Event description:
Pt on ECMO for 3.5 days with increasing pressure across oxygenator w/o visible clot formation. ECMO flow rate was affected, and the circuit was changed. This was the second circuit change due to high pressures with no visible clots. The oxygenator from the second change was preserved and sent to MFR. No harm to pt.